Event description:
On 13-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that while sleeping, the infusion set's tubing came off and it was noticed when the patient just woke up with the smell of insulin. The site of location was the patient's right thigh with doctor's prescription and the pump laid on the bed next to the patient. The infusion had been in use for two days and they were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that while sleeping, the infusion set's tubing came off and it was noticed when the patient just woke up with the smell of insulin. The site of location was the patient's right thigh with doctor's prescription and the pump laid on the bed next to the patient. The infusion had been in use for two days and they were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.